Manufacturer narrative:
The plate may have broken between the dates of (B)(6) 2012. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Added x-ray with unknown date.

Event description:
Pt implanted with a dcs plate on (B)(6) 2012. Pt complained of hip pain and f/u x-rays showed a broken plate. The plate may have broken between the dates of (B)(6) 2012. The dcs plate was removed on (B)(6) 2012. The plate was discarded by the hospital.